Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the black sheath was missing from the device. The junction location and the head showed wear marks. The shaft of the device had visible bumps in the spring. There were pieces of black debris in the spring. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the flexible drill sheath started to shed and was rejected by the operational room staff for potential contamination concerns. There was no patient involvement.